Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5076 implantable pacing lead, (B)(6) 2012; 6947 implantable tachy lead, (B)(6) 2012. (B)(4).

Event description:
It was reported that four days post implant, the patient was reported to have "bruising and bleeding" and their "breast is swollen". Attempts to gain additional information were not successful. The device remains in use. No patient complications have been reported as a result of this event.